Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for a separated nurse call missing piece. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, not related to the issue; the dc port is pushed in, com cable not working, missing feet and cracks to the handle, front left, back right, and right-side case.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for a separated nurse call missing piece. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, not related to the issue; the dc port is pushed in, com cable not working, missing feet and cracks to the handle, front left, back right, and right-side case. Although the components were confirmed, the device was not repaired. The equipment record has been deactivated and the device has been scrapped.